Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. The patient¿s pulse generator was explanted prior to reaching its elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The reported adverse event without identified device or use problem/longevity overestimation was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Visual inspection of the header and connector did not reveal any anomalies related to the field concern. Electrical and mechanical analysis performed indicated normal functionality, and no longevity anomaly was detected. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.